Event description:
Boston scientific received information that during a pre-discharge evaluation two days post implant, this right ventricular lead exhibited a decrease in sensing. The physician elected to surgically intervene and reposition the lead as a product dislodgement was suspected. The lead was successfully repositioned and remains implanted and in service. No additional anomalies were observed and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.